Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery. This report is submitted on may 26, 2017.

Manufacturer narrative:
This report is submitted march 7, 2017.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains insitu. It is unknown whether revision surgery is planned as of the date of this report.

Manufacturer narrative:
Correction : the correction "expiration date " is january 13, 2013 and not january 13, 2011, as initially reported.